Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary fully covered rmv stent was to be implanted to treat a malignant bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, after the stent was deployed inside the patient, the end of the stent did no expand and became entangled with the delivery system, so there was difficulty removing the delivery system. The stent was removed, and the procedure was completed with another wallflex biliary stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on march 27. 2023: it was reported that the wallflex biliary stent was removed from the patient together with the delivery system. Additional information received on june 26, 2023: it was reported that only one end of the stent could not be opened, and the stent had partially deployed on the delivery system.

Manufacturer narrative:
Blocks b5 and h6 (device codes), and h10 have been updated with the additional information received on june 26, 2023. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a150101 captures the reportable event of stent failure to fully expand. Block h10: the wallflex biliary rx stent and delivery system were received for analysis. Visual examination found that the stent was returned partially deployed. Visual examination of the inner sheath revealed kinking out of the guidewire access sleeve (gas) section and the gas ramp was detached. The stainless-steel handle was also found detached from the delivery system. A functional inspection was not performed due to the condition of the returned device. However, a destructive inspection was necessary to verify stent expansion; the stent was released and expanded correctly. No other issues were noted with the stent or delivery system. Product analysis confirmed the reported device malfunction of stent partially deployed. The investigation concluded that the damages observed were most likely due to procedural factors encountered during the procedure, such as lesion characteristics, handling of the device, and the technique used by the user, may have caused the inner sheath kinking out of the gas leading to partial stent deployment. Additionally, it was possible that the stainless-steel handle and the gas ramp detached may have occurred during device removal. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a150101 captures the reportable event of stent failure to fully expand. Block h10: the wallflex biliary rx stent and delivery system were received for analysis. Visual examination found that the stent was returned partially deployed. Visual examination of the inner sheath revealed kinking out of the guidewire access sleeve (gas) section and the gas ramp was detached. The stainless-steel handle was detached from the delivery system. A functional inspection was not performed due to the condition of the returned device. However, a destructive inspection was necessary to verify stent expansion; the stent was released and expanded correctly. No other issues were noted with the stent and delivery system. Product analysis did not confirm the reported device malfunctions of stent failure to expand and stent difficult to remove. These events happened during the procedure, and it was not possible to replicate them in the laboratory. Additionally, a destructive test confirmed that the stent was able to expand correctly. The damages observed were most likely due to procedural factors encountered during the procedure, such as lesion characteristics, handling of the device, and the technique used by the user, limited the performance of the device and contributed to the partial deployment of the stent, the inner sheath kinking out of the guidewire access sleeve (gas) section, stainless steel handle and gas ramp detachment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that a wallflex biliary fully covered rmv stent was to be implanted to treat a malignant bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, after the stent was deployed inside the patient, the end of the stent did no expand and became entangled with the delivery system, so there was difficulty removing the delivery system. The stent was removed, and the procedure was completed with another wallflex biliary stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on march 27. 2023. It was reported that the wallflex biliary stent was removed from the patient together with the delivery system.

Event description:
It was reported to boston scientific corporation on march 6, 2023, that a wallflex biliary fully covered rmv stent was to be implanted to treat a malignant bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, after the stent was deployed inside the patient, the end of the stent did no expand and became entangled with the delivery system, so there was difficulty removing the delivery system. The stent was removed, and the procedure was completed with another wallflex biliary stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on march 27. 2023. It was reported that the wallflex biliary stent was removed from the patient together with the delivery system.

Manufacturer narrative:
Block b5 has been updated with additional information received on march 27, 2023. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a150101 captures the reportable event of stent failure to fully expand.

Event description:
It was reported to boston scientific corporation on (B)(6), 2023 that a wallflex biliary fully covered rmv stent was to be implanted to treat a malignant bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, after the stent was deployed inside the patient, the end of the stent did not expand and became entangled with the delivery system, so there was difficulty removing the delivery system. The stent was removed, and the procedure was completed with another wallflex biliary stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a150101 captures the reportable event of stent failure to fully expand.